Event description:
Replacement of lead wire. According to removed product info report, the ventricular lead and part of atrial lead was returned. Patient may have fractured wire while on treadmill according to report.